Event description:
It was reported that the procedure was to treat a proximal vessel with moderate calcification and tortuosity and 65% stenosis. A balance heavyweight guide wire was advanced and the 3.5x15 mm xience alpine stent delivery system (sds) was attempted to be deployed; however, the balloon did not expand, and there was contrast medium leaking in the artery. Four inflations were attempted to 18 atmospheres; however, the leak was noted at the start of inflation. Multiple post-dilatations were required, with no success in expanding the stent. Another stent was required to be implanted over the first stent to treat the lesion and complete the procedure. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional inspection were performed on the returned device. The reported activation failure including expansion failures could not be tested as the component was not returned. The reported material rupture could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. Factors that may contribute to material rupture include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, interaction with accessory devices, and/or inflating above the rated burst pressure. Factors that may contribute to stent expansion failure include, but are not limited to, patient¿s anatomical morphology, loose connection with the indeflator, damage to the stent, and/or damage to the inflation lumen. There was no damage noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the sds interacted with the patients moderately calcified, moderately tortuous, and 65% stenosed lesion during advancement, contributing to the noted torn outer member and leak, ultimately resulting in the reported material rupture and subsequent stent expansion failure; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Nah6: medical device problem code 2017 removed. The device was inflated to the rate of burst pressure.